Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The articulating bar on the top jaw is fractured. There is debris on the device. A functional assessment of the device found the device is unable to function as designed due to the top jaw having a broken linkage. The bottom jaw actuates as designed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery the novostitch's jaws, both upper and lower, were stuck together, and it was unable to open it. The procedure was completed with a non-significant surgical delay using a back up device. No further complications were reported. As per investigation results, the articulating bar on the top device jaw was fractured.